Event description:
While a patient was on the cath lab procedure table being prepped, the toshiba infinix vfi/sp (visual field index) began moving on its own, the image intensifier descended onto the patient striking his face and upper chest with the top of the c-arm. During the investigation the service rep determined that there was a control panel error. The service rep was able to duplicate the movement of the c-arm.